Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that blood glucose readings were missing from the memory of their onetouch ping meter. The medical surveillance specialist contacted the patient on (B)(6) and obtained the following information. The patient alleged that the product issue began sometime in 2015. The patient manages their diabetes with an insulin pump. The patient stated that they had been facing this issue for some time. The patient stated that they sometimes adjusted their insulin based on results in the meter memory. The patient stated that they were a brittle diabetic. The patient reported that on one occasion they developed symptoms of "shaking and dizzy" which they associated with hypoglycemia. The patient could not recall how they treated this symptom. The patient stated that they had recently changed their pump infusion site. The patient reported testing their blood glucose on a doctor/clinic meter but they could not recall the exact reading obtained. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury related to hypoglycemia after the alleged issue began.